Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the pump was charging under normal temperature conditions. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.